Event description:
It was reported the intraocular lens (iol) was removed and replaced without complication 3 months after implant. Reason stated was the improper iol power was implanted.

Manufacturer narrative:
The iol has not yet been received for analysis. The device met all specifications prior to market release. A follow-up to this report will be submitted upon receipt of the iol and completion of the analysis.

Event description:
It was further reported that one day post procedure, the patient's course was complicated with hematuria. This was noted after a urinary catheterization. The patient was treated with bladder irrigation. Four days later, gusto bleeding classification was severe. The patient was treated with intravenous inotropic agents for hypotension. An emergency left thoracotomy was performed. The patient remained hemodynamically stable. The next day he became hypotensive requiring dopamine. A transthoracic echo revealed a contained free rupture of his inferior lateral free wall. The patient was transferred to an outside facility. After arrival, he developed ventricular fibrillation and cardiac arrest. He underwent cardiac defibrillation with return of perfusing rhythm. He then became bradycardic and entered pea arrest. Resuscitative measures were initiated and the patient once again had restoration of perfusing rhythm. He was intubated. An emergent transthoracic echo and transesophageal echo revealed posterolateral free wall rupture with hemopericardium and surrounding thrombus compressing the left ventricle. A cardiac surgery consultation was requested for evaluation of operative intervention. The patient's critical prognosis was discussed with the family. The family elected to proceed with operative intervention to repair the left ventricular rupture. The patient was brought to the operating room and became progressively hypotensive requiring intermittent boluses of epinephrine. At the time of opening his chest, the patient had minimal cardiac activity. An emergency thoracotomy was performed. The area of rupture was seen and open cardiac massage was performed. Intracardiac epinephrine was given and massage continued. No progress was made in reinitiating cardiac activity and the patient expired. The cause of death was ventricular rupture. No autopsy was performed and no death certificate was obtained.

Manufacturer narrative:
The intraocular lens case was empty when received. A review of the manufacturing records for this device showed no deviations. A review of the complaint database showed no additional reports of a similar nature received on lenses manufactured in this lot. The results of our investigation and the doctor's report of improper iol power implanted suggests this event was not caused by the iol. Will continue to monitor and trend all reports.